Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed error codes 45636 (motor_sense_stayed_high) and 41628 (motor_line_test_3). The pump under-delivered, and it was not running at the end of the call. There was no patient involvement and no patient harm. If this malfunction were to occur during patient use, it could interrupt therapy and potentially impact the patient.